Event description:
During preparation of the vent catheter, the tip became separated from the tube body. Neither the tip nor the tube came into contact with the patient. The tip and tube were recovered without patient involvement.